Event description:
Per the clinic, the patient sustained an impact to the head in (B)(6) of 2012 (exact date not reported), and subsequently experienced a loss of connection to the internal device. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however, it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).